Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Medical records were provided and reviewed by a healthcare professional. Patient complained of pain, swelling, and instability. Impingement on the lateral patellar area noted. Flexion was greater than extension, laxity noted. Poly was removed and replaced with a larger poly, possibly suggesting the initial bearing was undersized for the patient. Patella button was noted to have been placed very medially, alluding to the possible malposition of the patella that impinged on the surrounding tissues leading to hemarthrosis. No complications during the revision noted. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. However, the lot number for the patella was not provided; therefore, further device history records could not be reviewed. A definitive root cause cannot be determined; however, the revision surgeon suggests that the initial bearing was undersized and the patella was not placed correctly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01617. Concomitant medical products: vngd ps tib brg, item# 183660, lot# 361160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to pain, recurrent hemarthrosis, and patellar impingement. There is no additional information at this time.